Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection verified the depressed battery pins. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found to power off automatically due to the depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery pins. There was no known patient injury or medical intervention associated with this event. No additional information is available.